Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be due to "component kinked or damaged from supplier". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. The device was not returned.

Event description:
It was reported that some of the catheters were misshaped and the patient had replace them. The patient also stated that some appeared bigger and others were very flexible, and the material appeared different.